Event description:
I am a breast cancer reconstruction patient and discovered a hard lump in implant (that moves around a bit); allergan silicone gel implant has a rupture inserted (B)(6) 2018 and have had shooting nerve pain in left armpit for last several weeks. Also some discomfort in upper rib area where scar tissue is where inserted. I am getting magnetic resonance imaging and surgery consult this week to have swiftly removed (will have both removed as precaution). This is an implant that was recalled in 2019 that I never knew until today when I called vail health who inserted it (surgeon retired) I am not happy I did not know of these complications and now have to be tested for another type of cancer breast implant-associated anaplastic large cell lymphoma, due to symptoms. I have already had multiple surgeries for recon post-mast / lymph nodes, and now have to go under again. Reference report: mw5153281.